Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of a patient on the day of use. Another same event for the same lot product was occurred.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (without original package) used two way silicone foley catheter was received. Visual inspection of the sample noted no obvious visible defects. The catheter balloon inflated with 10 ml methylene blue solution (3 drops 1 percent aqueous methylene blue per 100 ml distilled water) and solution immediately leaked from a pinhole on the balloon surface. There were no missing pieces of the balloon. A potential root cause for this failure mode could be due to imperfection in balloon due to the process. The device did not meet the specifications and was influenced by the reported failure. The product used for the treatment. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, reseat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the catheter fell out of the patient on the day of use. It was noted that another same event with the same lot number was happened.